Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In (B)(6) 2013 the patient got into the hospital due to high level of cobalt and chrome. In may the friction torque of the left hip was replaced and in (B)(6) the partial prosthesis of the right hip was replaced. The patient has initiated a process of patrimonial responsibility against the administration (not to j&j) due to the aemps published in (B)(6) 2010 an informative letter related to implants with surface metal-metal (the patient implant has ceramic-metal surface) and the hospital did not removed the implant in that moment. Depuy proxima hip / ceramic femoral head (36mm) / metal insert (pinnacle) / acetabular cup (size 56 mm) surgeon: dr (B)(6). Hospital (B)(6). Patient consequence? :yes patient consequence description:depression, anxious symptoms, social isolation, intense sadness.